Event description:
Customer reported having trouble with the serter releasing. Customer stated that when he releases the button the sensor stays in the serter and never fires. Customer's blood glucose reading at the time of the call was 58 mg/dl and has treated by drinking something. No further information report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.